Event description:
It was reported that as the physician was attempting to pull the first loop of the coil back in the microcatheter, the catheter suddenly kicked back and the coil broke off the delivery wire. There was half of the coil within the aneurysm and the rest was in the catheter. The proximal end of the coil stuck in the catheter tip. The coil was successfully removed using a snare retrieval device. There was no reported clinical consequence to the patient and the patient condition was reportedly stable.

Event description:
It was reported that as the physician was attempting to pull the first loop of the coil back in the microcatheter, the catheter suddenly kicked back and the coil broke off the delivery wire. There was half of the coil within the aneurysm and the rest was in the catheter. The proximal end of the coil stuck in the catheter tip. The coil was successfully removed using a snare retrieval device. There was no reported clinical consequence to the patient and the patient condition was reportedly stable.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The coil was returned ensnared in a section of microcatheter with the proximal end of the coil was protruding from the distal end of the section of microcatheter. The distal end of the coil could not be retrieved from the section of microcatheter. Visual and microscopic inspection of the returned device found that the main coil was separated from the delivery wire at the detachment zone. No anomalies were noted at the form tip ball. It is most likely that repositioning of the coil and rotating the delivery wire caused the coil to separate from the delivery wire leading to the difficulties encountered during the procedure. Coil breakage is a procedural risk associated with coiling procedure and noted in the labeling. Therefore, the most likely root cause of this event was determined related to operational context.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that as the physician was attempting to pull the first loop of the coil back in the microcatheter, the catheter suddenly kicked back and the coil broke off the delivery wire. There was half of the coil within the aneurysm and the rest was in the catheter. The proximal end of the coil stuck in the catheter tip. The coil was successfully removed using a snare retrieval device. There was no reported clinical consequence to the patient and the patient condition was reportedly stable.